Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell causing the pump to fall and pull out the customers infusion set. There was no reported adverse impact to the customer's blood glucose.